Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported observing a liquid leak near the system solution drawer of their alinity m system. The customer found leakage immediately when they started work. The customer confirmed that no lab member was hurt or slipped. A field service engineer (fse) was dispatched for further troubleshooting. The liquid was confirmed to be vapor barrier solution. The fse opened the system solution drawer and performed an inspection. They found that the leak was from the vent line underneath the vapor barrier cradle. The cradle and connectors did not show significant signs of damage. The fse re-tightened the connector and loaded another vapor barrier bottle. No leakage was observed. After troubleshooting, liquid was cleaned up with absorbent material. A replacement vapor barrier cradle was ordered. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.